Manufacturer narrative:
(B)(4). Date sent: 11/9/2023; d4: batch # w7011n. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was received with the trigger broken. Upon inspection, the jaws were found to be in a yielded condition. No functional testing could be performed due to the returned condition of the device. The device was disassembled in order to evaluate the condition of the internal components of the device had it was disassembled. Upon disassembling, the latch posts was found to be broken which suggest that a lockout premature occurred and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, 11 clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hernia repair procedure, when the procedure was finished, the gray shutter lever broken off during release. No parts remain in patient no patient harm nor significant delay.